Event description:
The customer reported that the system displayed an invalid input signal error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supplies were adjusted. The system was tested and found to be working as intended and put back into service. However, it was recommended that the power supplies be replaced soon.